Event description:
It was reported that the ilet pump experienced charging failure and battery depletion, with the device indicating charging on the pad yet never displaying a battery percentage and powering off immediately when removed from the pad; multiple outlets and cables were tried, the phone failed to charge from the same power source, and the user transitioned to backup therapy. Symptoms included interruption of insulin delivery. Outcomes included temporary device unavailability requiring backup therapy. Investigation included guided troubleshooting, verification of alternate outlets and cables, confirmation of pad indicator status, and arrangement for a replacement charger. Investigation of this case revealed a nonfunctional charging setup consistent with external power/charger malfunction rather than a confirmed internal pump fault. It was concluded, based on previously established findings for similar reports, that the cause was external charging equipment failure.